Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was not returned for an evaluation. The information on result of culture test was not provided from the user. The information on reprocessing steps was not provided from the user. The investigation found that the annual inspection was performed on the subject device at olympus on may 19, 2021. A definitive root cause cannot be identified.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user used the device for the patient in a gastroscopy on (B)(6) 2021. A few days after the gastroscopy, this patient experienced symptoms, such as stomachache. As a result of the microbiological testing by the user facility, the enterobacter cloacae (10.000 cfu) were detected from the sample collected from the device. The user suspects that the patient's symptom was related to scope contamination. There are no other patients affected because the device was only used for this patient. The user facility commented that "the patient got well". This device was provided by another hospital as a demonstration device. Usually, a culture test is carried out before using a device to ensure that there is no contamination. However, the user used the device without a culture test in this case. The user facility did not provide other detailed information. Olympus requests for the user facility to provide information including culture test results and reprocessing process.